Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, clicked speed control lever and let lens move forward just a little and took finger off the lever so it would stop and it did not stop. It kept going and pushed itself all the way out. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).